Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part number: 03.008.003, lot number: 1541895, manufacturing site: (B)(4), release to warehouse date: 26. Feb. 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on september 29, 2020 the spiral blade would not engage in the grooves in the hindfoot fusion targeted. The blade would not clear the nail or insert fully. The surgeon was able to manually control the jig alignment posts. There was a ten to fifteen (10-15) minute surgical delay. The procedure was successfully completed with no patient consequence. This report is for one (1) aiming arm for ti cannulated hindfoot arthrodesis nail-ex. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b5, d11. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: nail (part unknown; lot unknown; quantity 1); hindfoot spiral blade (part unknown; lot unknown; quantity 1).